Event description:
The patient reported the surgeon implanted an aa4203tl silicone toric single piece lens in his eye on (B)(6) 2011. The patient reported his astigmatism was worse after the surgery. The patient reported he went to another surgeon where limbal relaxing incisions (lri) was performed and the patient is now doing well. The lens remains implanted.

Manufacturer narrative:
(B)(4): medical review - review of this file indicates that the patient had an initial astigmatism of -1.0 diopter, and after implantation of a 2.0 diopter toric lens, the astigmatism was +1.25 post-op. The 2.0 diopter toric is intended for patients having 1.5d to 2.25d of pre-existing corneal cylinder. In this case, implantation of this iol would result in more cylinder even if implanted correctly. The patient went to another surgeon where limbal relaxing incisions (lri) was performed and the patient is now doing well. This serious injury is not due to the iol itself, rather the misuse of the iol. (B)(4): lens remains implanted.